Event description:
Opened harmonic focus handpiece - testing device prior to incision and it kept giving error notification. Swapped cords and repeated test with same result. Opened new handpiece and found it to be in working order. Nonfunctioning handpiece saved along with packaging and sent to biomedical engineering department.

Event description:
Opened harmonic focus handpiece - testing device prior to incision and it kept giving error notification. Swapped cords and repeated test with same result. Opened new handpiece and found it to be in working order. Nonfunctioning handpiece saved along with packaging and sent to biomedical engineering department.